Event description:
Fourteen years postoperatively, the pt experienced increased sob on exertion and the valve was explanted due to stenosis secondary to pannus and high pressure gradient. Echo performed in 12/03 suggested flow obstruction and demonstrated an aortic pressure gradient of 100 mmhg (max) and 55 mmhg (mean) and the valve "prominently thickened with reduced mobility". Subsequent echo eight days later showed 84 mmhg (max) and 35 mmhg (mean). Both echos demonstrated as "well seated valve". The surgeon reported at explant the valve was intact with pannus beneath both leaflets without impedance and subvalvular stenosis. The pt had a history of class IV heart failure, chronic af, sclero-calcific aortic stenosis and mild regurgitation. The valve was replaced with a 19agfn-756.